Event description:
Boston scientific received information that a low shock impedance measurement was detected via the patient's home monitoring system. A few days later, another transmission from the patient's home monitoring system showed that all lead measurements were normal, so the physician disregarded the low shock impedance measurement. Later, another transmission from the home monitoring system showed that another low shock impedance measurement was detected, so a follow-up was performed. All other lead parameters were found to be within range. The physician decided to deliver a commanded shock of 41j and got an open condition. After the shock, a lot of noise was seen on both the pace and shock channels. The nature of the noise indicates it is caused by a lead issue, not by either myopotentials or electromagnetic interference. When the shock vector was changed, shock impedance was out of range and high. Pocket manipulation resulted in intense noise on both rv channels. Rv pacing impedance was fluctuating between 400 and 800 ohms. It was considered safer to program defibrillation therapy off. During the revision procedure, a message appeared that said, "check the shock lead." Rv lead impedance measurements were taken twice and they were within range. A manual capacitor reform was done on the implantable cardioverter defibrillator (ICD), and the charge time was 45 seconds and an error message displayed. The ICD began to beep because it reached end of life (eol). The rv lead and ICD were replaced. The lead was discarded at the hospital, and the ICD will be returned for analysis. The procedure ended successfully. No adverse patient effects were reported throughout the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. Visual inspection of the exterior of the device noted no anomalies. Review of device memory confirmed a fault message indicating a shock was delivered through a shorted lead on (B)(4) 2011. Subsequently, long charge times resulted in the declaration of eol. An x-ray of the device was performed, revealing the plasma fuse was damaged, consistent with excessive electrical energy. The damaged plasma fuse prevented the capacitors from charging within 45 seconds. Analysis concluded the related lead most likely had damage that resulted in the reported out-of-range impedance measurements and noise. Also, during shock delivery, energy from the damaged lead likely shorted to the device case, damaging the plasma fuse, leading to long charge times and declaration of eol.